Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. 510k number not available. Device not returned

Event description:
It was reported that the patient presented with mobility. The doctor confirmed that the screw (iunab2t) fractured.

Manufacturer narrative:
One certain® ucla castable non-hexed cylinder 4.1mm(d) w/large dia. Ti screw (iunab2t) was returned for investigation. Visual inspection of the as returned products identified that both screw was fractured at the threaded regions. The drive features are worn from use. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.